Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that the balloons ruptured while inflating. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that during functional analysis it was not more possible to inflate the balloon due to a leakage from the end of the distal bonding. Visual analysis confirmed that the leakage comes from a hole in the inner shaft, due to stylet re-insertion in the ibt when the shaft was not straight. Based on the information provided, visual and functional analysis the most probable root cause of the leakage of the ibt comes from a hole in the inner shaft created by the re-insertion of the stylet when the ibt was not straight enough.